Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) has low battery alarm. The event occurred during use on patient and no harmed occurred. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, he charge both batteries and performed a battery test, both batteries passed the test. Fse was unable to reproduce the failure, he did full iabp pm, calibration, safety and functional checks. The device was returned to customer.

Manufacturer narrative:
Other event site telephone: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a low battery alarm though it was plugged in. There was no patient harm reported.